Event description:
During the biopsy, the metal shaft of the outer cannula broke cleanly into two pieces, embedded within the right iliac crest. This occurred while advancing and torquing the needle for the core sample of a bone marrow biopsy. Attempt to manually extract the broken embedded fragment, via a slightly larger incision and blunt dissection with a kelly clamp. Removal was unsuccessful due to the retained fragment being perfectly flush with the iliac cortex and nothing to grasp onto. The remnant was left in place rather than perform a more invasive and higher-risk procedure to extract it.